Event description:
Health professional reported that after treatment with multiple juvederm products, the patient initially experienced some "puffiness" to both eyes. Juvederm ultra xc was injected in the prejowl region with concomitant injections of juvederm voluma and juvederm ultra sc to the cheeks, post jowl and tear trough regions. Approximately 4 months after treatment the patient presented with a large marble size ball to the lateral aspect of the left eyebrow with a similar lump to the left mandibular angel. The patient was injected with hyaluronidase. Approximately 1 week later the patient presented with swelling to both tear trough regions, extending out to the lateral cheek. Left eyebrow and left mandibular swelling persisted but were less prominent than prior week. "Hardened areas of product were palpated." The patient described symptoms as "disfigurement." The patient was seen and treatment included a facial cleaning with alcohol, topical anesthesia and additional hyaluronidase injections were performed. The patient experienced bruising under the right eye post hyaluronidase treatment. Swelling to both tear troughs persisted and extended up the bridge of the nose with swelling to medial aspect of both eyes. Minimal change to nodule on the left brow, no change to left mandibular angle. Further information provided noted prednisone was also prescribed. This is the same event and the same patient reported under MDR ID # 3005113652-2012-00124 and MDR ID # 3005113652-2012-00126 ((B)(4)). This second MDR is being submitted for the second suspect product, also a device manufactured by allergan medical. This separate distinct number is provided per the FDA's request for traceability purposes.

Manufacturer narrative:
Device history review summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability os then impossible to determine.